Manufacturer narrative:
This report is submitted on february 15, 2022.

Event description:
Per the clinic, during battery loading, charger has melted from the power cord part. No injury was reported. Device was replaced by the clinic.